Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a malfunction that the device was not showing available patients. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the maintenance service was disabled. A technical support specialist set up a service to automatically start in order to resolve this issue. The system functioned as intended after a technical support specialist troubleshot the device. E1. Initial reporter facility name: (B)(6).